Event description:
It was reported that during a laparoscopic appendectomy, "the entire guts of the clip applier fell into the patient". All parts were retrieved from the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # a9eg7x . Additional information was requested and the following was obtained: "please clarify what is meant by, "the entire guts of the clip applier fell into the patient" at the time the complaint was called in by the sales rep, the information we had from the or was the statement above. The sales rep was ultimately able to speak directly with the surgeon. The surgeon said a clip dropped out of the device but was retrieved. No scans were necessary or completed. The clip was visible and retrieved without incident. Was the trigger of the device broken, bent, damaged, cracked or warped? No. -was the handle of the device broken, bent, damaged, cracked or warped? No. -were the jaws of the device yielded, damaged, bent, misaligned or broken? No. -was the shaft of the device scratched, broken, cracked, bent or warped? No. Is the current patient status known? The surgeon assured there was no patient consequence. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No." Investigation summary- the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the tip of the shaft bent and the tissue stop out of position. The tissue stop was returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Eight(8) clips were found inside clip track. However, it is known from the history of the device that tissue stop out of position condition may lead to dropping or ejecting clips. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.